Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported insulin leaking while wearing the pod. As treatment, the patient applied a new pod.

Manufacturer narrative:
An 0x18 empty reservoir alarm was generated. The reservoir was confirmed to be empty. Inspection of the fluid path found no evidence of the reported leak. The tip of the soft cannula was observed to be damaged. Fluid was able to flow through the full fluid path, exiting from the distal tip of the soft cannula. The timing and cause of the observed damage could not be determined.